Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to correct the reported issue. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure. The unit tested on an in house system a failed normal mode as it triggered 319 error. Remote fe logged errors 319, 1126 & 31226. The fiber parallelogram swapped with a new one and the error no longer occurred. When the original parallelogram fiber cable reinstalled, error came back. The unit also tested on a pftp wit a new fiber parallelogram and passed lissajous, carriage switches, sensors check, brake hold, brake release, carriage strength, friction tests, carriage sensors check, carriage friction tests, and advanced brake.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, error 319 occurred pointing to universal surgical manipulator 4 (usm4). The customer performed a few power cycles of the system but the issue persisted. An isi technical support engineer (tse) was contacted for troubleshooting assistance. The tse had the customer perform a couple of emergency power offs (epos) of the patient side cart (psc) with no change. The customer needed all 4 usms for the surgical procedure and elected to convert to another da vinci system. There was no reported injury.